Event description:
It was reported that this recently implanted right ventricular (rv) lead was explanted and replaced due to loss of capture (loc) and high thresholds. This is all the information provided at this time, and additional information has been requested. Outside of the revision, no adverse patient effects were reported.

Event description:
It was reported that this recently implanted right ventricular (rv) lead was explanted and replaced due to loss of capture (loc) and high thresholds. This is all the information provided at this time, and additional information has been requested. Outside of the revision, no adverse patient effects were reported. Received additional information the explanted lead will not return for analysis. Outside of the revision, no adverse patient effects were reported.